Manufacturer narrative:
After service, no further complaints have been reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Calibration and qc were ok. The field service engineer cleaned the ise flowpath. The customer performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na and cl results for two patients tested on a cobas 8000 cobas ise module. The initial results were not reported outside the laboratory. The customer performed repeat testing for confirmation due to the results being critical. The repeat results were determined correct. Patient 1's initial results were na 163 mmol/l and cl 88 mmol/l. The patient's repeat results were na 145 mmol/l and cl 106 mmol/l. Patient 2's initial results were na 195 mmol/l and cl 63 mmol/l. The patient's repeat results were na 139 mmol/l and cl 99 mmol/l. The na electrode lot number was c08 with an expiration date requested but not provided. The cl electrode lot number was r70 with an expiration date requested but not provided.